Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 130 and pump error 37 found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 130 alarm (mfda alarm) on (B)(6) 2021 at 14:46 and 21:31 in the pump downloaded history. Confirmed pump error 37 alarm (motor motion alarm) on (B)(6) 2021 at 19:18 and (B)(6) 2021 at 18:24 in the pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2 and corroded battery tube. Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: cracked case above arrow and battery icon and pillowing keypad overlay. In summary, pump passed required testing. Customer alleged for pump error 130 was confirmed. Customer alleged pump error 37 was confirmed. Rewind anomaly was confirmed where pump error 37 was noted. Moisture damage was noted on pcba 2 and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.